Event description:
It was reported that the pump generated a ¿no disposable clamp tubing¿ alarm, which did not clear after two attempts of removing the cassette and restarting the pump. It was also reported that the pump under-delivered. The event occurred while the device was in use with a patient in a home setting. No patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.